Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the customer informs that during the surgery they did all the steps according to procedure with no problems: waiting 20 seconds with the clamped tissue and doing the firing very slowly. There was almost no bleeding. The problem was after surgery. The patient presented important bleeding in the postoperative period. The patient vomited blood and blood as well in feces. They did an endoscopy to the patient in order to check if it was problem of the stapling line on the circular hemostasis. And confirmed the bleeding came from the inner stapling line (bleeding in the inner side of the stomach). They used the egia45avm for the reservoirs in the bypass. The patient needed a blood transfusion and stay in ICU several days.